Event description:
Glenosphere did not engage metaglene, as if morse taper was mismatched. Surgery time extended by 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.